Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device displays the alarm of "backup alarm failure." It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Philips received a complaint on the v60 ventilator, indicating that the device displayed a backup alarm failure. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. Authorized service provider (asp) stated that the customer provided that the device was repaired and refused to reply to any further messages. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.